Manufacturer narrative:
The fse was dispatched and initially tried changing the reagents and electrodes for troubleshooting. The fse made a follow-up visit and found faulty valves on ise. Fse replaced seals, rebuilt vacuum pump, replaced packing on valves, replaced waste nozzle, and replaced valves. The investigation is still ongoing.

Manufacturer narrative:
The last calibration performed on (B)(6) 2020 was ok and there were no alarms. Upon review of the quality control data, controls would initially be within range and the go outside of range on later runs during the day. The sample centrifugation speed is faster than recommended by the manufacturer. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 sodium results for 1 patient sample on a cobas 8000 cobas ise module. The initial result was 132 mmol/l. The repeated result was 139 mmol/l. This result was believed to be correct. The questionable result was not reported outside of the laboratory. The electrode lot number and expiration date were requested but not provided.